Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture.

Event description:
Patient representative reported, "the patient is concerned about the situation and recall". "Unspecified side rupture". Later, healthcare professional reported, "left side rupture". "Silicone leak", circumscribed nodule of increased density. Which could correspond to an intramammary lymph node impregnated with silicone. Calcifications with a benign radiological appearance, presence of lymph nodes with increased density, corresponding to silicone-impregnated lymph nodes. And suspected rupture. Confirmed, via mammogram. Patient suffering from other collateral health problems, due to the silicone leak. Patient distressed, anxious and worried. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Information has been received confirming that the device associated with this report is not PMA approved; no longer considered reportable to the FDA.

Event description:
Information has been received confirming that the device associated with this report is not PMA approved; no longer considered reportable to the FDA.